Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the berman angio balloon catheter was successfully inserted into the pt; however, during inflation, the catheter broke at the distal tip. The catheter did not separate and was immediately removed and replaced with a new one. The break in the catheter is about 3-4 mm from the tip. There were no reported pt complications as a result.